Event description:
On (B)(6) 2014, the surgeon removed three previously placed implants and replaced them with iliosacral screws and bone graft.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacture dates and expiration dates. Ifuse implant, p/n 7045-90, lot# 7663002731004, manufactured 06/17/11, expires 2014-10 (x2); ifuse implant, p/n 7055-90, lot# 7753002994002, manufactured 10/13/11, expires 2014-11.